Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 824 mg/dl at the time of admission. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. It was also found the customer was unconscious from their high blood glucose. The customer also believed their high blood glucose was caused by the repeated no delivery alarms they have been receiving. Customer also stated they were vomiting, delirious, and had ketones in their urine prior to being hospitalized. The customer was treated with an insulin drip at the hospital. Troubleshooting found the insulin pump was working as designed. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.